Manufacturer narrative:
Additional information was received that the patient was prescribed intravenous antibiotics. The infection was neither device nor procedure related. The patient was doing well postoperatively. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg and was experiencing shocking sensation and tenderness at the ipg sites. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg and was experiencing shocking sensation and tenderness at the ipg sites. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein an ipg and leads were explanted due to possible infection at the pocket site. Patient¿s symptoms include tenderness and bruising. No device malfunction was suspected. The patient will undergo another revision. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4) description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was having difficulty charging the ipg and was experiencing shocking sensation and tenderness at the ipg sites. The patient will undergo an ipg replacement procedure.